Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The user reported an infection on the sensor insertion site, with symptoms of throbbing pain, redness, swelling, and drainage, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2025. No other infections were reported. The user's hcp was aware of the event and prescribed augmentin (antibiotic).as per dms, user was not using the system since the sensor was removed due to the infection.

Event description:
On 30 april 2025, senseonics was made aware of an incident where user reported an infection on the sensor insertion site, with symptoms of throbbing pain, redness, swelling, and drainage, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2025. No other infections were reported. The user's hcp was aware of the event and prescribed augmentin (antibiotic).as per dms, user was not using the system since the sensor was removed due to the infection.